Event description:
(B)(4). It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient with the following native valve demission: perimeter: 80.8 area: 505.9 min/max diameter 23.2/29.3. All 3 cusps had severe calcification. A post-implant balloon valvuloplasty done due to mild perivalvular leak observed in the annular area. On the same day, the patient developed transient left bundle branch block that resolved before the end of the procedure. No treatment was provided. Patient is stable

Manufacturer narrative:
An event of paravalvular leak and heart block after implant was reported. Information from the field indicated that the valve appears to be sized correctly based on provided valve measurements, the implant depth was 5.6mm from the non-coronary cusp, there was no calcification extending beneath the aortic annular plane, and that there were no deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, causes for the paravalvular leak and heart block could not be conclusively determined.